Event description:
The manufacturer received information alleging while updating the software on the device, the monitor screen had turned red, and a ventilator inoperative error occurred on the device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.